Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin may have spilled into the pump. Caller stated the piston rod looks rusty or corroded and she can smell insulin. No adverse event reported. Requested return of the alleged device and replacement was sent.